Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia as well as diabetic ketoacidosis. The customer reported blood glucose levels ranging from 400 to 439 mg/dl at time of incident and the current blood glucose level was 230 mg/dl. The customer stated that the symptoms related to high blood glucose such as nausea as well as diabetic ketoacidosis. The customer was treated with manual injections, insulin pump and insulin pen for high blood glucose level. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was assisted with troubleshooting. Customer stated that the infusion set cannula was bent. The customer stated that the auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer was able to perform displacement test at that time and insulin pump passed the test. The device will not be returned for analysis.